Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaints on the lot number 9888931. B3: estimated date.

Event description:
According to the available information, there was presence of hair in the packaging of the sterile urinary catheter.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaint on the lot number 9888931. On 10th january 2025, we received one sealed sample. This sample was packaged by our hungarian site who was informed about this issue and the sample was sent to them. Checking quality database revelead no anomaly in connection with the described problem. Root cause: this is an accidentally issue, during the production and packaging process, the hair can be gone into the packaging. Second, supplier related issue, the raw material have arrived with already polluted by hair. Third, human inattention, the operators have not detected the hair then the product have packaged and shipped out to the market. Action(s): all involved employees have been informed from this issue, they will focus to filter out the hair infected pouches all the time at production order starting to avoid reoccurrence claims in the future. Continuously inform the supplier about the affected lots to improve their processes, if the received lots affected by hair contamination. In addition our supplier, who sends the raw material to our hungarian site, has re-sensitized production operators about "hair presence" in november 2024 and about a good manufacturing practice in may 2024.

Event description:
According to the available information, there was presence of hair in the packaging of the sterile urinary catheter.